Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's right ventricular (rv) lead displayed oversensing noise and increased sensing integrity counter (sic). The lead was capped and replaced. No patient complications have been reported as a result of this event.